Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon for a polypectomy procedure performed on 24 jun 2026. During the procedure the snare could not remove the adenoma, but the polyp was removed with another of the same device. There were no patient complications reported as a result of this event.